Event description:
The wife of a (B) (4) male pt contacted lifecor customer support to report that the pt took off the vest this morning and when he went to put it back on they could not get the electrode belt connected. She stated that there were pins bent in the connector. She also stated that one battery pack that was on the charger all night would not power up the system. She stated that when this was placed on the battery charger the red "battery pack fault" led illuminated. Support sent the pt a replacement electrode belt and battery pack.

Manufacturer narrative:
Device manufacture date. Electrode belt sn (B) (4)-04/2008. Battery pack sn (B) (4)-08/2008. Device evaluation summary: device evaluations electrode belt sn (B) (4) and battery pack sn (B) (4) have been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were sent on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unk substance inside the battery pack. One of the cells was corroded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the bent pins or defective battery pack. The pt received a replacement electrode belt and battery pack.